Event description:
On (B)(6) we became aware of inaccurate (falsely elevated) creatinine patient results reported from the cobas 8000 c701 module ("756-1", serial # (B)(4)). We stopped using that module and called the vendor technical assistance hotline. We began pulling and repeating patient samples that were elevated, making corrected reports and notifying providers. Service from the vendor was dispatched. The evening of (B)(6), the field service engineer found worn leaking rinse nozzle vacuum tubing. Parts were ordered, and the analyzer was taken out of service. The leaking vacuum tubing was the same issue we had in november 2013 on the other module "756-2", serial # (B)(4). The additional safeguards we implemented to better detect this problem (auto qc, 7 times per and patient moving averages) showed no abnormalities or flags. Once parts arrived on 8/26, the field service engineer made repairs and performed checks. The analyzer is now back in service. We reviewed test results as follows for the period of 8/18 through 8/25 4,376 creatinines were reported 772 were flagged as abnormal-high. We manually looked up the previous patient data on each of these. If the patient had previous lower creatinine results, or no previous results we pulled the sample from storage and repeated the test on the other analyzer; 70 samples were pulled from storage; 21 corrected reports were made, and physicians notified. The earliest instance of a corrected report was 8/21. With no corrected reports needed in the time frame between (B)(6), we feel that the problem began on (B)(6). The corrected report information is listed below: I will email this manufacturer response for laboratory analyzer, cobas 8000 c701 module (per site reporter). I am sending you some information in an email to (B)(6). I am also waiting to hear back from roche with questions that I have. I will keep you informed.